Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver displayed high variability in the patient's cardiac output. The customer also reported that the patient, who was doing well, was switched to a companion 2 driver to check his cardiac output, and his cardiac output was within normal limits. The customer also reported that the patient was switched to another freedom driver. The customer also reported that there was no adverse patient impact before, during and after the driver switches. The freedom driver was returned to syncardia for evaluation. Visual inspection of the external and internal components revealed no abnormalities. Review of the alarm history (eeprom) did not reveal any low cardiac output alarms that occurred while the driver was supporting the patient. Only permanent fault alarms are recorded in the eeprom. Intermittent and recoverable alarms are not recorded in the eeprom. The driver was functionally tested and passed all test requirements, which included nominal normotensive and hypertensive settings, with no anomalies or unintended alarms. The driver was then tested for an additional 72 hours and performed as intended with no issues. The driver did not exhibit any variation in cardiac output, and the root cause of the reported variation in cardiac output could not be determined. It is likely that the reported variation in cardiac output was a result of the patient's condition. The freedom driver system is indicated for patients that are clinically stable. The freedom driver performed as intended, and there was no evidence of a device malfunction. The driver was serviced and passed all final performance testing. The reported issue posed a low risk to the patient because the freedom driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the freedom driver displayed high variability in the patient's cardiac output. The customer also reported that the patient, who was doing well, was switched to a companion 2 driver to check his cardiac output, and his cardiac output was within normal limits. The customer also reported that the patient was switched to another freedom driver. The customer also reported that there was no adverse patient impact before, during and after the driver switches. This alleged failure mode poses a low risk to the patient because it didn't prevent the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.